Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while infusions occurred on several pumps in the nicu for one patient, "a sick baby", a system error occurred and all devices shutoff. Alternate pumps were found that functioned. Although requested, no further information was received.